Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The UDI is unknown as the part and lot number was not provided. The device was not returned for analysis. A review of the lot history record and a review of the complaint history was not performed as the complaint was based on an article and no device/lot information was provided. The reported death appears to be due to heart failure; however, a definitive cause for the reported heart failure could not be determined. The reported patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to death. It was reported through a research article identifying mitraclip devices that may be related to: cardiac death. Specific patient information is documented as unknown. Details are listed in the attached article, titled "outcome comparison of mitral valve surgery and mitraclip therapy in patients with severely reduced left ventricular dysfunction.¿ no other information provided.